Manufacturer narrative:
The product is returned, initial analysis to determine the nature and root cause of the packaging issue is in progress. [(B)(4)].

Event description:
Possible packaging integrity issue which was detected before use.